Event description:
Breast augmentation in another country approx 2.5 years ago previously with hydrogel implant. Recently pt developed swelling and deformity of right inframammary fold scar. Surgeon at another facility performed scar revision and exploration found extensive necrotic tissue within the scar tracking to the implant with obvious implant communication. Pt placed on IV antibiotics, though developed a recurrent fistula within the scar. Pt had bilateral breast implants removed and reaugmented.